Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product developed a pocket infection. Antibiotics were administered.

Event description:
New information received indicates that this product was explanted.